Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the duodenovideoscope exhibited stain inside the light guide lens. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus for inspection, and the reportable issue of stain inside the objective lens was confirmed. Based on the results of the investigation, the stains inside the light guide lens could be confirmed, however, the stain could not be identified and the root cause could not be determined. Since the foreign material adhered to the location other than the outer surface of the device, the user could not remove the foreign material by reprocessing. It was presumed that physical stress such as hitting, dropping the distal end, or chemical stress such as chemical solution used, made the light guide-lens glue peel off, causing moisture to invade and cause corrosion. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. The events can be detected and prevented in accordance with the following sections of the instructions for use (IFU): detection method is described in tjf-q190v operation manual 3.3 inspection of the endoscope. Olympus will continue to monitor field performance for this device.